Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update 02/08/2013 - clinical report received. No new information that would change the existing MDR decision. Part/lot information was updated. Update 03/12/2013 - it has been reported that the patient was revised on (B)(6) 2013 to address pain. There is no new information that would affect the MDR decision. Dor (B)(6) 2013. Update rec¿d 03/28/2014 - clinical provided additional information for this patient. The clinical report indicates the patient was experiencing adverse local tissue reaction, metallosis around the trunnion of the stem, stiffness, and scar tissue. There is no new information that would change the existing MDR decision. The complaint was updated on: 10-27-2014. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). Revision operative note not included. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/27/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).